Event description:
The customer contact reported that the pump was returned to the pharmacy from a homecare pt, with an unsigned note that stated, "the pump was not pumping the correct volume." On an unspecified date the pump was programmed to delivery 2000ml vtbi (volume to be infused) of tpn for a duration of 24 hours. No further programming parameters or event details were provided. There were no reported adverse pt effects. No medical interventions were required. Thought requested. No additional info was provided.